Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 2009504. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were evaluated and no signs of defect were identified. Per the investigation results, an exact cause related to the manufacturing process could not be identified for this incident. The medication used or a special method of use (high temperatures, pressure, several uses, etc.) Can affect the sliding properties of the syringes. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. H3 other text : see h10.

Event description:
It was reported that 8 syringes s2 20ml 21ga 1-1/2in had difficult plunger movement that caused oil-based medication to leak out. The following information was provided by the initial reporter: "friction in the plunger while mixing oil based onco drungs. Also plunger stop little before the tip making drug spill."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 8 syringes s2 20ml 21ga 1-1/2in had difficult plunger movement that caused oil-based medication to leak out. The following information was provided by the initial reporter: "friction in the plunger while mixing oil based onco drugs. Also plunger stop little before the tip making drug spill."